Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed weak signal, low suspend, and lost sensor alarms. He stated that the insulin pump went into threshold suspend mode when he did not have low blood glucose. The customer's blood glucose was 420 mg/dl. He stated that the serter did not release the sensor after a second button press. The customer's blood glucose was 124 mg/dl. He reported that the hub assembly was inside the serter. He declined troubleshooting assistance for the issues. He had been using the sensor for 1 day longer than the recommended 6 day span. He changed the sensor to resolve the issue and reported that it worked correctly thereafter. The customer was advised to replace the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.